Event description:
It was reported that the patient had pain at the pocket site. The system was removed. During the explant procedure, a possible lead fracture was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.1-7.6 cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.